Manufacturer narrative:
G4: 23jul2020 b4: (B)(6)2020 the customer checked the ventilator and found a battery failed alarm. The customer replaced the battery and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jul2020.

Event description:
It was reported that the ventilators battery was not working. There was no patient involvement.